Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported observing a fluid leak during treatment. Patient stated that the tube connection to the supply bag would not tighten properly and a fluid leak was the result. Follow up with the patient's peritoneal dialysis nurse indicated that the patient continued with continuous ambulatory peritoneal dialysis treatments. The peritoneal dialysis nurse indicated that the patient was using a non fresenius supply bag during treatment. Patient was cultured and the results were negative. Patient was treated with prophylactic antibiotics. There was no complications reported as a result of the fluid leak. Additional information was solicited.

Manufacturer narrative:
Correction: part number, lot number, UDI number. Initial MDR was submitted under the incorrect product. File has been updated and a supplemental MDR will be submitted upon completion of the plant investigation for the adp luer lock.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process related to the alleged failure. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."